Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Manufacturer narrative:
Final analysis of the implantable neurostimulator (ins) revealed no significant anomaly. The ins was received in an eos condition. The ins had good telemetry and output when tested after resetting the eos bit. A longevity estimate of 3.18 years to eri and 3.43 years to eos was calculated based on the programmed parameters that the ins had when received for analysis. According to the trace report taken from the ins, the implant life was started on (B)(6) 2009, the battery depleted to eri on (B)(6) 2012 (2.96 years), and depleted to eos on (B)(6) 2012 (3.36 years). Also, an extension was stuck in the #8-15 connector port because the outer insulation on the extension bunched up between the #0 and #1 connectors. Due to the damage to the ins and extension the cause could not be determined. Due to the returned condition, the ins was not tested on the ngt test console. It was noted that the connector cover was torn off. Final analysis of one extension revealed no significant anomaly and that the extension body was cut through and the product was segmented. Final analysis of the other extension revealed no significant anomaly and the proximal end of the conductor was broken from overstress/damage.

Event description:
It was reported that an implantable neurostimulator (ins) was being replaced, and the physician couldn¿t remove the surgical lead from the ins header. It was noted that after some pulling, the physician got it out and noticed that some electrodes were fused into the header. It was reported that the doctor decided to leave the lead in and connect a new ins. It was also reported that there was an end of life (eol) message and there was normal battery depletion. It was noted that the ins was a couple years old and the surgeon was having a difficult time removing the lead from the ins. It was later reported that the lead had fused and stuck in the ins. It was noted that the physician did not want ¿to lose the lead.¿ it was reported that the ins was replaced because it had come to the end of its life. It was noted that the only electrodes that were not reading impedances out of range were electrodes 8, 9, 10, and 11. It was reported that before replacement the only electrodes being used were electrodes 8, 9, 10, 11, and 12. It was further reported that the first lead came out fine during the ins battery change, but the second lead could not be moved. It was noted that the physician ¿could not change the lead as it was a surgical lead¿ and a neurosurgeon would have been needed to replace it. It was reported that the physician was a pain consultant. It was noted that the lead was forcibly pulled out and the lead had fused inside the ins, but they still went ahead with the implant. It was reported that all impedances were greater than 10,000 ohms except for electrodes 8, 9, 10, and 11. It was later reported that the ins that had reached end of life and was replaced had been implanted in 2009. It was noted that when the ins was exposed and the screws were removed only one of the lead leads came out of the ins and the ¿consultant¿ tried extensively to pull the second lead out of the ins. It was reported that after numerous attempts it was clear that the lead would not move and appeared to be fused into the ins. The screws had been removed and were intact on removal. It was reported that a defective lead was not left in the patient, the surgery changed and the extension leads and ins were removed and two new extension leads and a new ins were implanted in the patient. It was unclear if ¿extension leads¿ referred to an extension rather than a lead. It was noted that the patient had had a ¿plate electrode¿ surgically implanted in the cervical area by a neurosurgeon in 2009 and two new extension leads were attached to this lead. It was reported that the patient was discharged from the hospital after 24 hours of IV antibiotic therapy. It was noted that the new ins was working well and the patient had good stimulation along the affected arm. It was unclear if a lead or extension was forcibly pulled out of the ins or if it remained attached to the ins.

Manufacturer narrative:
Product ID 37081, serial# unknown; product type extension product ID 37081, serial# unknown; product type extension.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.